Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. Immediately after starting the bronchoscopy procedure, multiple bullae were observed, and the bullae burst. A chest tube was inserted. There was a delay of approximately 15 minutes. The chest tube was removed, and the patient was discharged home the same day as the procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.